Event description:
It was reported that during a clinic visit, the right ventricular lead exhibited low impedance in the bipolar configuration. On (B)(6) 2015 the lead exhibited low impedance in the unipolar configuration and noise. During the lead revision procedure, an insulation anomaly was noted. The lead was capped and replaced successfully. The patient was doing fine post procedure.

Manufacturer narrative:
(B)(4).